Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and paravalvular leak (pvl) requiring intervention are known potential complication associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or bulky/severe calcification, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing area, uneven distribution of calcium, bulky or severe calcification, and valve under-sizing. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Deployment of the sapien 3 valve in a stented native tricuspid valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. The device was not returned as it remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient/procedural factors (deployment of newly stented tricuspid annulus) may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As per our (B)(4) affiliate, per article: "transcatheter sapien valve implantation in a native tricuspid valve after failed surgical repair", a (B)(6) year old female received a 26 mm sapien in a native tricuspid valve after multiple failed surgical repairs with a lack of prosthetic material and radiographic. The sapien valve was centered into the newly stented tricuspid annulus using fluoroscopic and transesophageal echo (toe), and slowly inflated without rapid pacing in a stable position. After balloon deflation, echo showed a severe paravalvular regurgitation related to a too ventricular position of the sapien. A second 26 mm sapien valve was then implanted just proximal to the first one, solving the tricuspid leak and stenosis (peak gradient of 3 mmhg reduced from a baseline of 22 mmhg) at the end of the procedure. A transthoracic echocardiography (tte) at week one (1) showed a persistent good functional result with no gradient and trivial central leak. The clinical and echocardiographic follow-up results remained good five (5) months post procedure.